Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field experience was confirmed. Analysis found insulation damage between 18.5cm to 19cm from the connector pin. The pacing coil was fractured at 18.5cm from the connector pin. The damage found is consistent with that caused by fatigue. Electrical analysis found an intermittent open circuit.

Event description:
It was reported that the lead was explanted and replaced due to suspected insulation break.